Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to protruded and loose drive support disk. However, motor passed motor test. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump kept rewinding and insulin kept squirting out. It seemed the device did not acknowledge that the reservoir was in it. Customer's father stated that the device had previously alarmed during prime sometime back. Customer's father stated the drive support cap was slightly indented. Customer's father stated that before he had done a set change it was sticking out and he pushed it in until it clicked back into place. Customer's father declined further troubleshooting and requested the device to be replaced. No further information reported

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.